Event description:
It was reported that the patient had been having "therapy issues" since catheter implantation. It was noted that the issues were more related to an operator error with the placement of the catheter, than a product problem. Three days later, it was reported that the patient had been having no relief in spasticity with increasing oral baclofen doses. It was stated that the catheter had been epidural and not intrathecal. The spinal segment of the patient's catheter was replaced and the patient began getting relief. Five days after that, it was reported that a dye study and CT scan had been used to confirm the event. The drug used in this system was lioresal.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).